Manufacturer narrative:
Right heart failure previously reported: MFR 2916596-2021-05303. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with a right ventricular exacerbation. The patient was started on milrinone and continued diuresis. On (B)(6) 2021, the patient was weaned off milrinone due to medication non-compliance concerns upon discharge. The patient was discharged on (B)(6) 2021 on increased doses of torsemide (60 mg in am and 20 mg in pm). There were no ventricular assist device (vad) speed adjustments during admission.

Event description:
It was later reported that the patient presented to the clinic on (B)(6) 2021 with concern for driveline infection. A culture was obtained and was positive for coagulase negative staphylococcus. The patient was placed on oral doxycycline for 2 weeks.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and driveline infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Right heart failure previously reported: MFR 2916596-2021-05303. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with a right ventricular exacerbation. The patient was started on milrinone and continued diuresis. On (B)(6) 2021, the patient was weaned off milrinone due to medication non-compliance concerns upon discharge. The patient was discharged on (B)(6) 2021 on increased doses of torsemide (60 mg in am and 20 mg in pm). There were no ventricular assist device (vad) speed adjustments during admission.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of right ventricular failure exacerbation could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 26jan2021. No further information was provided. The manufacturer is closing the file on this event.